Event description:
It was reported that the user experienced an incorrect sensor alert and an initial pairing failure with the freestyle libre 3 plus continuous glucose monitoring system, which was resolved after the user deleted and reinstalled the mobile application and successfully re-paired the sensor, consistent with an intermittent communication failure involving the device¿s antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure traced to the device¿s electrical and magnetic subsystem, specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.